Event description:
According to hospital personnel, after being on pca morphine for approx. One hour, patient became unresponsive. Two amps of narean were administered and patient responded. Pca pump d/c reading on pump indicated 91 ml remaioning in bag. It appeared to hospital personnel that 9mg of morphine had been administered. Hospital personnel emptied the contents of the bag into a graduate and measured the actual volume at 78 ml. This measurement indicated that 22 mg of morphine were administered over a pone hour period. Subsequently, pharmacy personnel testedx the pump for 48 hours and found no evidence of malfunction. They plan to mail the pump to bard to be throughly examineddevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.